Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6), 2017 the patient was implanted with an lfit anatomic cocr v40 femoral head and an accolade ii hip stem. It is further alleged that the device malfunctioned and/or dislodged causing injuries to the patient, including, but not limited to, elevated chromium levels and the need for revision surgery that occurred on (B)(6),, 2022.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported through the filing of a lawsuit that allegedly on or about april 18, 2017 the patient was implanted with an lfit anatomic cocr v40 femoral head and an accolade ii hip stem. It is further alleged that the device malfunctioned and/or dislodged causing injuries to the patient, including, but not limited to, elevated chromium levels and the need for revision surgery that occurred on october 12, 2022. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned